Event description:
It was reported that the 9800 system displayed a low ma warning after 30 seconds of fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the x-ray tube. The system was tested and found to be working as intended and placed back into service.